Manufacturer narrative:
MFR reference number- (B)(4).

Event description:
It was reported to nuvectra that the patient experienced a skin erosion at the pocket site. Subsequently, the stimulator was explanted.